Event description:
Ra lead undersensing on current and stored electrograms (egm) resulting in termination of atrial tachycardia/atrial fibrillation (at/af) detected events. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).